Event description:
It was reported that the customer prescribed a helical scan with superior toward inferior as the direction, followed by an axial scan with superior toward inferior as the direction. The first scan series had the correct scan direction, but the second scan series went inferior toward superior. The image annotation matched the prescription direction, not the actual scan direction. The concern was for misdiagnosis due to the annotation error.